Event description:
It was reported that this patient expired on (B)(6) 2024, five days following implant of an implantable cardioverter defibrillator (ICD) system. The patient was implanted on (B)(6) 2024, at which time she was reported to be in poor health (complete heart block, non-st-elevation myocardial infarction, high potassium of 7 mmol/l, and lactic acid build-up). The physician elected to proceed with the procedure and overnight, following implant, the patient's condition gradually worsened. Intermittent capture on both the atrial and right ventricular (rv) leads was observed, possibly due to the patient's blood chemistry. Due to this, the critical care team attempted to place a temporary pacing wire without fluoroscopy, and the result was that the rv lead became dislodged. The temporary wire also had difficulty providing pacing for the patient, also due to her chemistry and possibly the position. Reprogramming was also attempted, and the loss of capture persisted at a maximum output of 7.5 v @ 2.0 ms. The patient went further into cardiogenic shock with respiratory failure (possible pneumonia) and required cardiopulmonary resuscitation (CPR) after moving her to the catheter lab for placement of an rv assist device. The company representative then checked the rv lead, and the loss of capture persisted at maximum output. Sensing through the device at the time showed the patient to have an escape rhythm. Subsequently, the patient experienced electromechanical dissociation (emd). Additional CPR was unsuccessful, and the patient expired. The rv lead dislodgement was confirmed by x-ray, though it was not confirmed if the dislodgment occurred during CPR or movement between beds, etc. It is unknown whether any portion of the ICD system will be returned.